Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient's mother reported skin irritation in the form of open sores, open skin, itchiness, and redness. Patient did seek medical treatment and sought the use of an otc oral steroid. Patient's mother reported that she did follow skin preparation instructions.